Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00783. Additional information received indicated the patient's ins was explanted and replaced as it was unable to communicate with the patient programmer (reference MFR report: 3008829311-2017-00982).

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00783. It was reported the patient ((B)(6)) experienced an infection at one of the incision sites in her back. Patient stated the infection was determined to be (B)(6). She was referred to an infectious disease specialist and treated with IV antibiotics.